Manufacturer narrative:
A getinge field service engineer (fse) stated that the compressor was tested on the device and it was observed that the fault was resolved, but the compressor needs to be replaced. On a later date the fse replaced the old compressor with a new one and all functional tests of the device was completed successfully. The unit is cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
N/a.

Event description:
It was reported that before use the cs300 intra-aortic balloon pump (iabp) had an electrical failure code 50. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.